Manufacturer narrative:
(B)(4). Also reported on pr (B)(4) with MDR# 3030677-2016-01376. Investigation is pending the return of the device.

Manufacturer narrative:
(B)(4).

Event description:
It has been reported that the device is not functioning correctly.